Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted. See also medwatch 2210968-2012-04337 , medwatch 2210968-2012-04333 and medwatch 2210968-2013-00501. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and a sling was implanted. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. The sling was removed on 07/12/2007. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 11/16/2016. Additional information: age/date of birth.